Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 80% battery life to 25%. Subsequently, the customer plugged the pump into a power source and pump battery gauge read 5% and would not charge. There was no reported impact to the customer's blood glucose level. Customer indicated insulin pens would be used for back up therapy.